Event description:
Customers wife called in high blood glucose levels while customer was wearing a pod. Cannula was not kinked and there was no blood seen.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.